Event description:
It was reported that there was varying and high lead impedance measurements in the right ventricular lead. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for max rv pace = 472 to 1696 ohms peak between (B)(6) 2011 and (B)(6) 2012. Analysis also revealed oversensing. There was 1 ventricular non-sustained tachycardia (nst) episode with the cycle length of 130 ms on (B)(6) 2012.